Event description:
Boston scientific received information that this transvenous right atrial (ra) lead had been deemed as dysfunctional per the implanting physician during the associated normal device changeout. The boston scientific local area sales representative could not confirm persistent capture at 9.0 volts, only intermittent capture. The sales representative also noted that the lead's impedance readings via the pacing system analyzer were relatively stable. A lead fracture/insulation compromise could necessarily be ruled in. A single chamber pacemaker was implanted. The patient was noted as having new onset paroxysmal atrial fibrillation. There were no adverse pt effects reported in association with these clinical observations.

Manufacturer narrative:
This lead was surgically abandoned. No further information is expected at this time.